Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer where it was reported that the trifuse extension set 0.2-micron filter was leaking at the green ring lumen. The event occurred during infusion of parenteral nutrition x 48 hours. Line was changed. There was patient involvement, but no harm reported.

Manufacturer narrative:
Received one (1) used. List #mc330523, 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer; lot #unknown. Sample provided shows no physical damage or other anomalies. Confirmed customer complaint of a leak found at the filter. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.